Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, at the time of stent placement, the metallic marker on the stent pusher was left behind in the patient. When the patient had the covering nephrostomy removed, no one noticed the foreign body inside the kidney. The patient then came back for an ultrasound scan which was reported as an irregular cystic area. In (B)(6) 2013, the patient had a computed tomography (CT) scan, during which the metallic foreign body was first reported as a kidney stone. By matching up the images from each modality, the foreign body was confirmed. The patient has been scheduled for another kidney stone removal, during which the foreign body will also be removed.

Event description:
It was reported that during a ureteric stent placement procedure, a fragment of the device detached and remained inside the patient. The flexima device was introduced and during placement of the ureteric stent, the radiopaque marker detached and remained lodged in the patient's kidney. The procedure was completed with this device an the patient's status is stable. However, further intervention will be required to remove the marker.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that on (B)(6) 2014, the device fragment was removed from the patient.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: only a metal ring was returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. A visual inspection revealed the stabilizer was not returned, however the ro band was received, it was inspected and no visual failures were found. A dimensional inspection was conducted. The device was measured to compare the dimensions between a device processed and a device not processed in the crimping process. The results obtained indicated the returned device matches with the dimension of a non-processed unit (no crimping performed). The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause has been determined to be manufacturing. (B)(4).

Event description:
It was further reported that on (B)(6) 2014 the device fragment was removed from the patient.